Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. One large spot partially hides the second digit in the result screen.this is immediately visible to the user. The spots are permanently visible after turning on the device. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter experienced an issue with line on the display of the accu-chek inform ii meter that led to a mis-interpretation of a result. A patient was tested with a glucose result of 474 mg/dl. The head nurse on the floor stated that the 4 in the "ones place" was not visible due to lines on the display, and they read the result as 47 mg/dl. The patient was treated for low blood sugar. They were not sure how the patient was treated. The customer stated there is no further information they can provide. Further information is not and will not be provided regarding any aspect of the incident including any treatment or patient information.